Manufacturer narrative:
Because the customer reported her issue through email, customer service requested via an email response that she call so that her issue could appropriately be addressed. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that she was prescribed an antibiotic, which she just finished. She indicated that the replacement pump was still not functioning properly; however her mastitis was resolved. Her information was forwarded to a medela clinician as requested by the customer for additional help. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that when using the replacement pump in style breast pump from a previous report, milk leaks from under the breast shields and the suction seems very low. She indicated that she tried different size breastshields and has had mastitis twice due to milk not being drained from her breasts.